Manufacturer narrative:
Patient's year of birth is 1964. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies were not reported) for peritonitis. Seventeen days after the onset, antibiotic treatment was discontinued and the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.